Manufacturer narrative:
Additional information was received on november 1, 2017. The patient¿s diagnosis was hypercapnic and hypoxic coma. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# m-4800-01). (B)(4).

Event description:
During a clinical trial, sponsored by bwi, a (B)(6) male patient underwent an ablation procedure for symptomatic persistent atrial fibrillation with a thermocool smarttouch uni-directional navigation catheter and suffered anesthesia complications requiring prolonged ventilation. Post-procedure, on the day of the ablation, the patient required prolonged ventilation after anesthesia. This was noted to be secondary to the patient¿s high body mass index (bmi). Issue resolved without sequelae. Cardiovascular medical history includes hypertension. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related (carto finder software), and definitely index procedure-related.